Manufacturer narrative:
The device trained customer reported the suspect device/component was evaluated however, the reported device behavior was not duplicated. At this time, no device/component is available for analysis. In the event that the device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported the device failed to cycle a mechanical breath, while in patient use on this ventilator device. The customer stated the patient was manually ventilated and placed on an alternate device. The customer stated no known information regarding patient impact.